Event description:
Poc antigen covid (+) on asymptomatic employees with pcr collected "immed." Bd veritor poc antigen considered false (+) results with pcr flu x 2. Ref reports: mw5097003, mw5097004, mw5097005, mw5097007.